Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous implantable lead exhibited atrial noise. During the procedure to prophylactically explant the device, it was discovered that the header was loose and insulation damage was observed on the atrial lead. The lead was therefore capped. A new device and atrial lead were implanted. The device was returned for analysis.